Event description:
When preparing the injection for administration the nurse said the syringe just shattered on her, cracking the container it was in. Believing that it must have been one malfunction. She tried another syringe, however this time the plunger just came out of the syringe leaving the unit completely useless. I do not believe that these are two coincidences. I did a (B)(6) search and found that many other practitioners have had the same thing happen to them.